Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the insulin pump had alarmed button error. Customer was attempting to bolus and when she pressed the buttons the act button did not respond. Customer's blood glucose was 450 mg/dl, treated with insulin shot. Customer stated the keypad was sticky. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She disagreed to return the device for analysis and stated she scheduled to receive a new insulin pump.